Manufacturer narrative:
This information is unknown. Date of event is unknown. This report is for an unknown trauma screw. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2018 to remove a trochanteric femoral nail (tfn) advanced system short nail and a tfna helical blade and an unknown screw. The patient was revised to a total hip replacement. The reason for the revision surgery is unknown. Surgical outcome is unknown. Patient outcome was stable. This report is for an unknown trauma screw. This is report 3 of 3 for (B)(4).